Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no. Of patients- 178, gender- female (male- 84; female- 94), age (mean age)- 55 years procedure involved: anterior cervical corpectomy and fusion (accf), anterior cervical discectomy (acdf), hardware removal. A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. The clinical data summarized in this report was extracted for analysis on (B)(6) 2020. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. It was reported in the clinical study titled ¿venture anterior cervical plate system¿ with 24 months follow-up that a total of 178 patients met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of v enture. Based on the charted diagnoses, patients were stratified into one of five evidence groups for analysis: degenerative disease (n = 147), trauma (n = 3), deformity (n = 7), failed fusion (n = 20), and infection (n = 1). Post-op, the following device related events were reported: in the degenerative disease group, 2 event for hardware failure was reported. And revision surgery performed due to graft migration (2) and hardware migration (1). In the other group, no device related malfunction reported. Overall, the results from this retrospective observational database study indicate that the device is performing as intended with low failure rate, and no new or emerging risks were identified.